Event description:
Pta was performed with an angioguard and a precise stent, but after post-dilatation with the balloon catheter, the patient's blood flow became slow and the blood pressure was dropped to the value at 70mmhg/40mmhg during the procedure. Blood around the target lesion was suctioned by an aspiration catheter (eliminate, clinical supply) 3 times, and the blood flow returned to normal. However, after removal of the ag from the patient's body, paralysis on the patient's left side of the body was confirmed. The symptoms did not resolve. It was also confirmed that thrombus was in the filter basket after the blood was suctioned around the target lesion. Pta was performed on a lesion in the right common carotid to internal carotid with 80% stenosis. There were mild calcification and no vessel tortuousity. An angioguard distal protection device was delivered to the target site and the filter basket expanded fully with good wall apposition. Then the lesion was pre-dilated with a sterling balloon (boston scientific) at an unknown inflation pressure with unknown residual diameter stenosis. Then a precise stent (catalog number stent placement was successfully deployed at the target site. Post-dilatation was performed with an (amiia) at an unknown inflation pressure with unknown residual diameter stenosis. The devices were stored and handled according to the instructions for use (IFU) with nothing unusual noted before the procedure. The device was inspected and prepped also according to the IFU. Act was maintained greater than 300 while the angioguard was deployed. There was no tracking difficulty reported or any unusual force used at any time. Further details of the procedure are not available.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. The complaint received states that during a carotid stent implantation, the patient experienced hypoperfusion, hypotension, thrombosis in device and stroke. This is a male with medical history including mild left side paralysis. The target lesion was right common to internal carotid artery described as mildly calcified, non-tortuous and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved without technical difficulties. The patient's act was maintained above 300 seconds during angioguard usage. The lesion was predilated with an amiia balloon without report of difficulties. One precise stent was implanted without report of difficulties. The lesion was post-dilated with the same amiia balloon. After post-dilatation, the patient's blood flow became slow at the target lesion and the blood pressure decreased to 70mmhg/40mmhg. Aspiration technique was used to suction thrombus and debris from the target site, and blood flow was restored to normal. There is no information regarding any treatment of the hypotension. After the angioguard was removed, the patient had severe paralysis of the left side. According to the physician, "thrombus might have gone through the filter basket and lead to stroke." The amiia and angioguard were discarded, and the precise remains implanted thus unavailable for analysis. A review of the device history records associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in japanese usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band,the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Stroke is a well known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There are procedural issues that may have contributed to the adverse event experienced by the patient, specifically the debris captured by the filter and causing hypoperfusion through the angioguard, which indicates an abundance of potential emboli from target site debris. Thrombosis in the angioguard device is a known potential adverse event associated with the usage of embolic protection devices and is listed in the IFU (instructions for use) as such. Review of the information suggests that anticoagulation protocols were followed according to the IFU; however, there may be vessel factors, i.e. The large amount of debris captured in the filter, which contributed to the event. Pending DHR review of the remaining devices, there is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2009-00032 and 9616099-2009-00156.